Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. (Expiration date): unk serial number. Implant date: unk. Explant date: unk. (Device manufacturing date): unk, serial number. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
A 13.7mm, vicmo/vicm5 lens of -5.0d was returned damaged. If additional information is received a supplemental medwatch report will be submitted.